Event description:
It was reported that the vns patient was experiencing voice alteration during stimulation on-times from her device. The patient taped her magnet over the generator to temporarily disable the device but was unsuccessful. The patient continued to perceive stimulation on-times from her device despite having the magnet taped over the generator. Attempts for additional relevant information have been unsuccessful to date.